Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 595 mg/dl. The customer was experiencing unexplained high glucose since the day before. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that he changes the infusion set to resolve the issue. Ran a fixed prime and passed. The customer stated that his insulin pump was running on pattern a and did not have any settings. Assisted the customer on his regular standard settings. No further information was provided.